Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited out of range pacing impedances on the right atrial (ra) channel. The out of range measurement led to a mode switch from bipolar to unipolar mode. The system remains in unipolar pacing was reprogrammed back to bipolar sensing. The ra lead is a competitor's product. This pacemaker remains in service. No adverse patient effects were reported.